Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd¿ arterial cannula with flowswitch catheter was damaged. The following information was provided by the initial reporter, translated from chinese to english: after the catheterization was completed, it was found that the connection at the root of the tube was damaged, and arterial blood flowed out.

Event description:
It was reported that the bd¿ arterial cannula with flowswitch catheter was damaged. The following information was provided by the initial reporter, translated from chinese to english: after the catheterization was completed, it was found that the connection at the root of the tube was damaged, and arterial blood flowed out.

Manufacturer narrative:
E.1 initial reporter phone #:(B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.